Event description:
It was reported that the external pulse generator "did not work." Follow-up determined that that was all the information available to the biomedical engineer. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator did not work. Analysis did find that the lower case, side bail covers and battery drawer were broken, that the keyboard was scratched and the heart block was contaminated. (B)(4).